Manufacturer narrative:
The reported issue was addressed with phone support. The customer could not remove the maryland instrument from the universal surgical manipulator (usm) 1. An isi technical support engineer (tse) guided the user to undock the cannula from the usm 1, press the emergency stop, and remove the instrument. The customer followed the instructions and was able to remove the instrument. No site visit was conducted. The system was working properly, and no additional action was required. A review of the instrument log for the maryland bipolar forceps instrument (part# 470172-16/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted partial nephrectomy surgical procedure, the tip of the maryland bipolar forceps instrument stuck on the cannula edge and could not be removed. The surgeon enlarged the port site incision to remove the instrument and the cannula together. The same maryland instrument was used for the rest of the procedure without further issues.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the tip of the maryland bipolar forceps (mbf) instrument stuck on the cannula edge and could not be removed. The system initially powered on without errors and the system functionality was checked. An isi technical support engineer (tse) guided the user to undock the cannula from the universal surgical manipulator (usm) 1, press the emergency stop, and remove the instrument. The user followed the tse's suggestion and remove the instrument successfully. The tse had them check the instrument axis and its function, and they confirmed that it was good. The user was advised to keep the instrument tip straight before removing. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site on (B)(6) 2022 and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, the site did not put the instrument tip on the correct direction and opened the instrument grip. When they attempted to remove this instrument, the grip was stuck on the cannula edge and was not straightened. The instrument could not be moved by the surgeon. The site undocked the universal surgical manipulator (usm), enlarged the port incision, and removed the instrument directly. The instrument tip was opened at the time of the event and was not gripping any tissue. The site checked the instrument and found no physical damage. They docked the usm and re-installed the same maryland bipolar forceps instrument to continue the procedure. The instrument worked properly with no issue. There was no dislodged/missing/loose component (pin). No fragment fell inside of the patient. The instrument would not be returned. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.